Event description:
The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electrocardiogram (ECG) connector was loose, as a result the link electronic module (lem) circuit board was replaced and calibrated. It was also noted that the power cord door tab was stressed and not latching. Concomitant products: product ID 2067 radiofrequency head. (B)(4).